Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
Received user facility medwatch form, #2100440000-2016-8022, advising that during a cholecystectomy procedure; the white coating on the jaw of the device melted off. The tip was removed from the patient's abdomen. It is not known how the procedure was completed. There were no adverse patient consequences reported.